Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user completed a factory reset and device setup after a recent dka episode per healthcare provider guidance, then experienced hyperglycemia with a reported peak blood glucose of 314 mg/dl for approximately 3¿4 hours while the device was unplugged and before reconnection; the user employs dexcom g7 for cgm and a contact detach infusion set, and no back-up therapy or ketone testing was used. Symptoms included hyperglycemia. Outcomes included no need for assistance, no professional medical intervention, and no hospitalization, with blood glucose subsequently returning to range after reconnection and use. Investigation included customer support troubleshooting and education. Investigation of this case revealed no device alarms during the event due to the device being unplugged, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear.